Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Uncomfortable stimulation on (B)(6) 2018 was reported by a family member/friend. They reported that they had to turn the patient¿s stimulation off because the patient was ¿kind of¿ in pain. The caller noted the patient ¿felt too much¿ and it was uncomfortable. The caller reported when the patient turned the stimulation off the patient felt a ¿pulse.¿ there were no further complications reported/anticipated.